Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with "just over 300" units of insulin, and the insulin gauge displayed over 60 units of insulin. The customer's blood glucose level was 156 mg/dl. Recommendation was made by tandem technical support to not fill the cartridge with over 300 units of insulin. The customer reloaded the cartridge successfully and received an accurate insulin gauge display of over 200 units of insulin.